Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation or burn. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cyl1. Hardware: sm-s928u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm for between 24 and 36 hours. During use, the patient began experiencing itching at the pod site, which prompted the patient to check the area. Upon removing the pod ¿ which the patient typically removes by pulling it off quickly like a bandage ¿ the patient noticed a burn-like mark about one inch in size on the right arm. The patient stated the mark appeared to be a burn and confirmed it was not associated with the adhesive area. About two hours after pod removal, the patient activated and began using a new pod, successfully resuming treatment.